Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was 40 mg/dl. The customer treated their low blood glucose with glucose. The customer was also assisted with making corrections to their bolus wizard settings. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Auto mode was active at the time of the event. No harm requiring medical intervention was reported. The pump will not be returned for analysis.